Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the non-calcified left common iliac vein. A 14-4/5.8/75mm xxl¿ vascular balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the device. No patient complications were reported and the patient status was fine.